Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was a noisy electrogram and electrodes 1-2 would not operate upon connecting the cable to the catheter. Initial troubleshooting involved replacing the cable and switching out the reusable cable that connects to the mapping system break out box, but these steps did not resolve the issue. The problem was resolved after replacing the catheter, and no further issues were reported. The case was completed without any patient symptoms or complications.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the (B)(6) catheter with lot 0012501242 was returned and analyzed. Visual inspection was performed, the catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) and with the returned cic without any resistance; the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms showed the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed a kinked electrode wire in the handle and shaft segment. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any d etachment or breakage, the electrical continuity revealed an open loop for electrode one. In conclusion, the catheter failed the returned product inspection due to a kinked electrode wire inside the handle and shaft segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.